Event description:
It was reported that this patient subcutaneous implantable cardioverter defibrillator (s-ICD) had been beeping for awhile. The patient was referred to their physician. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the patient was brought to their clinic due to a high impedance alert. In clinic, the shock impedances were tested and were normal, and there was no noise. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed irregular and intermittent high impedances, as well as impedances of zero ohms. The device and electrode were subsequently explanted and replaced. Noise and oversensing were reported on the electrode and high shock impedances of greater than 125 ohms were reported on the device. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this patient subcutaneous implantable cardioverter defibrillator (s-ICD) had been beeping for awhile. The patient was referred to their physician. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the patient was brought to their clinic due to a high impedance alert. In clinic, the shock impedances were tested and were normal, and there was no noise. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed irregular and intermittent high impedances, as well as impedances of zero ohms. The device and electrode were subsequently explanted and replaced. Noise and oversensing were reported on the electrode and high shock impedances of greater than 125 ohms were reported on the device. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection noted cracks in the area of the proximal sense b contact. The cracks did not extend into the insulation. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The observed cracks did not impact the functionality of the lead.